Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument arced and sparked intraoperatively. On 19-aug-2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "instrument was arching and sparking. Flames were observed by operating room team and surgeon twice on the patient's tissue. The patient's tissue was observed to be smoking after flames. Instrument removed immediately and replaced."